Event description:
Patient in picu went into svt and required cardioversion. Standard procedure requires staff to utilize a defib with sync cable from our spacelabs module. They sync cable connects with the "hi01" output jack from the spacelabs module to the defib patient input connector. Staff were unable to obtain ECG signal through to the defib via sync cable. The situation was resolved by attaching the defib directly to the patient's chest electrodes. After the event occurred, an organizational wide review of all other spacelabs modules identified a total of nine other modules that showed the same problem. The manufacturer was contacted and a field service tech confirmed that device failure. The manufacturer has requested that all nine modules be shipped to the MFR for further investigation. The manufacturer has also made arrangements to over-night send replacement modules. Of interest, the serial numbers for the failed devices are sequential.